Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.